Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer received pump reset information from technical support; caller mentioned they were not at home and would call back for assistance with resetting if needed.